Event description:
It was reported that the customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. The customer's blood glucose (bg) level subsequently decreased to 50-68 mg/dl. Customer removed the pump and drank a bottle of soda to address bg. Emergency services were called but no treatment was received. Recommendation was made to consult with healthcare provider regarding diabetes management.